Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert for atrial pacing lead impedance out of range. Technical services (ts) provided clinic information so that the patient could be evaluated for potential device replacement. This device remains in service. No adverse patient effects were reported. Additional information was received that this alert was for high out of range pace impedance measurements greater than 3000 ohms. Additionally, it was noted that the atrial port of the crt-p is plugged and there are no concerns with device function at this time. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert for atrial pacing lead impedance out of range. Technical services (ts) provided clinic information so that the patient could be evaluated for potential device replacement. This device remains in service. No adverse patient effects were reported.